Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation, the pump powered on properly. The bolus button was found to be missing. The buttons were found to be unresponsive to presses. The keypad was removed and no damage was found to the button contacts. The pump was opened and corrosion was found inside the pump on the circuit board. No power issues could be duplicated during investigation. The unresponsive keypad prevented further investigation of the pump.

Event description:
The reporter, the patient's father, reported power issues with the pump on (B)(6) 2011. The patient obtained a low battery warning, and replaced the battery twice. The pump powered on, however, the keypad buttons were unresponsive. There was no damage seen to the pump. There was no adverse event associated with this issue.